Manufacturer narrative:
A ge representative evaluated the system and determined the single board computer needed to be replaced, but no conclusion can be drawn as repair information is not available.

Event description:
The customer reported the system would not complete boot up. There is no report of injury or death associated with this event.